Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: implant broken during surgery. Probable root cause: design: dimple retaining feature does not retain implant or retains implant with excessive force. Needle/implant stack up interference, stack up interference for deployment length/width, stack up interference for component size/diameter, stiffener feature distorted and retains implant with excessive force, inadequate handle assembly design, inadequate raw material, needle bend angle too large. Process: dimple retaining feature not manufactured to specification. Implant anchor or needle not manufactured to specification. Stiffener not manufactured to specification. Application: user not familiar with device use. User excessively bends/kinks the needle h3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.